Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced injuries (specifics unknown).all other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.